Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced exposure to a theft detector or security gate. Subsequently, the pt started feeling sick. A loss of therapeutic effect was noted with nausea and vomiting. Add'l info was requested.